Manufacturer narrative:
One device was returned for repair in used condition with complaint that device failed volume test during maintenance. This device has not been in for service in the review period. Visual/functional testing was performed, and the problem was confirmed. Replaced the expulsor to correct the problem. The device passed all functional tests after repair.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed volume test during preventative maintenance. Per reporter the device dispensed too little fluid. There was no patient involvement.